Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted with pump reset information and advised to continue using the pump. Cts instructed the caller to call back if any malfunction code recurred, and caller acknowledged and understood.